Manufacturer narrative:
The customer placed an order for a replacement therapy pca. The customer is to replace the faulty therapy pca to rectify the reported problem. The customer was informed that the part is currently on hold and will ship once lifted. The customer acknowledged the hold. The device remains at the customer site. No further action was taken, and none is warranted.

Event description:
It was reported to philips that the device failed the defib test. There was no reported patient involvement.